Event description:
It was reported the patient only felt stimulation on their right side; the left side was not working. It was noted the patient noticed when they turned stimulation on the morning of the call. It was reported the patient turned stimulation off to try using injections. It was noted the patient could not adjust stimulation, due to programmer being low.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0546367v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial # (B)(4) implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4) implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4) implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with the device or therapy but had not sought further help.